Event description:
The power chair was inside the house. The consumer stated the power chair allegedly caught on fire. Per the caregiver, the chair was plugged in and charging and they smelled smoke. Pulled chair out of the plug and put out fire with a garden hose. No report of injury.

Manufacturer narrative:
(B)(4) model tdxsp-mcg, serial number/date (B)(4) is approximately 2 years and 3 months old. The owner's manual part number 1143190, rev. I (jun-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter has been contacted and it was learned that the device is at his office and the chair allegedly "sparked which ignited a trash can near the wall plug". We are not sure if the chair side sparked or the wall plug sparked. We can find no evidence of the chair actually catching on fire. The consumer's age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The device had recently received maintenance. The malfunction has not been confirmed. The end user will receive a new replacement.